Event description:
The customer reported being hospitalized due to low blood glucose of 32mg/dl. The customer stated that he fainted at home. Troubleshooting was performed. The caller stated that the insulin pump alarmed several times motor error while attempting to deliver a bolus when he was in the hospital. The customer stated that they were not able to rewind the insulin pump as the motor error alarms reoccurred. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.